Event description:
It was reported that the patient experienced frequent ipg charging. The patient underwent a revision procedure wherein the ipg was replaced, while in the operating room there were high impedances noted in the patients leads which were also replaced during the procedure. No device malfunction suspected. The patient was doing well postoperatively. The explanted devices were not returned per hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 16780138.